Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ping meter was displaying inaccurately high results when compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the alleged issue first occurred on (B)(6) 2013 at 3:40pm. The reporter stated, the patient's blood glucose was tested on the lfs meter and a reading of "140mg/dl" was obtained. The reporter stated, the patient takes no diabetes medications to manage her diabetes. The reporter stated, the patient made no changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated on (B)(6) 2013 at 3:47pm, the patient was having symptoms of shaking and falling in and out of consciousness. The reporter stated on (B)(6) 2013 at 3:55pm, a reading of "27mg/dl" was obtained on an ems meter. The reporter stated on (B)(6) 2013 at 4pm, the patient was treated with IV fluids and glucose (unknown type). The reporter stated on (B)(6) 2013 at 4:50pm, the patient's blood glucose was retested and a reading of "77mg/dl" was obtained. The reporter stated the patient was not transported to the hospital after her blood sugar was stabilized by ems. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement. The patient was found to be using an approved sample site for testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the reporter claims, due to the alleged inaccurate high reading, the patient took her usual dose of medication, developed symptoms suggestive of severe hypoglycemia and required treatment from ems for an acute complication of diabetes.

Manufacturer narrative:
(04/15/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.